Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on (B)(6) 2019.

Manufacturer narrative:
User was treated with antibiotics and no further follow up from the user was possible.

Event description:
On sept 28th 2019, senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was inserted.